Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead that had progressively become worse over the past few months. It was not possible to program around the stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.